Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the xience v stent delivery system (sds) was being advanced over the guide wire, which was kinked. Upon, advancement there was resistance at the location of the kink. The case was an emergency and advancement was continued, so guide wire access would not be lost. Eventually, the stent struts became flared and the stent dislodged. However, this all occurred outside of the pt's anatomy; therefore, there was no pt injury. No additional event or pt info is available.